Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to a lack of charging supplies. Later, technical support provided instructions and assisted the customer in resetting the pump, resolving the issue. The customer was informed they could continue using the pump and to contact support if the malfunction recurred, which was acknowledged and understood.